Event description:
A patient reported they experienced the events of ¿deformation¿, ¿rupture¿, ¿multiple probably benign nodules and cyst in both." The right device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, brown particles on the shell and gel. A microscopic analysis was performed which identified: one broken sharp on the posterior and one striated opening on the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one broken sharp on the posterior assessed as unidentified (tear) opening. One striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool. No deformation was observed on the device, due to broken.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported they experienced the events of ¿deformation¿, ¿rupture¿, ¿multiple probably benign nodules and cyst in both." The right device has been explanted.